Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient¿s blood glucose on (B)(6) 2017 was around 740 mg/dl with diabetic ketoacidosis, large ketones, and vomiting. It was reported the patient was hospitalized that day and was treated with intravenous insulin and fluids. The reporter noted the patient discontinued pump therapy and the pump¿s basal delivery settings were recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history appropriate for the programed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported that the total daily dose basal history did not match the active basal program due to known and expected causes: patient making changes to the basal program; basal edit screen accessed. No device malfunction was indicated. This complaint is being reported because the reported health event was attributed to a use error.